Event description:
The surgeon attempted to implant an aa4207vf silicone lens but it tore prior to being inserted. There was no pt contact or injury. The facility stated it was unk as the cartridge and injector used were not provided by the facility.